Event description:
After 54 months of implantation, the device involved in this MDR report was explanted and returned because of high lead impedance. Loss of capture and sensing in the ventricular channel.